Manufacturer narrative:
(B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Small amounts of tissue and charred blood were observed on the heating element. A microscopic inspection determined that the heater wire was slightly flexed at the center of the hot jaw without detachment. The wire remained in place at the tip and base of the jaws. No other failures were observed. The device was evaluated for electrical function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after 18 seconds of sustained activation. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the instructions for use (cv000008979). A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.68 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the reported failure mode ¿intermittent continuity" was not confirmed but confirmed for analyzed failure "material twisted/bent; wire". Specific actions for the analyzed failure "material twisted/bent; wire" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was not sealing the vessel. It was working fine initially. Then the power to the jaws became intermittent, and eventually no power was getting to the jaws of the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was not sealing the vessel. It was working fine initially. Then the power to the jaws became intermittent, and eventually no power was getting to the jaws of the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.